Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 190 mg/dl due to eating more that was planned. The customer monitored the bg without treating and it was decreasing.